Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unreadable issue was verified, and a different issue was identified. The alleged crack touchscreen issue could not be verified.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level ranged from 108-127 mg/dl. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.